Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the micro oscillating saw was able to run with cord movement. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure. It was also reported that during functional testing by a service technician at the manufacturer facility, the micro oscillating saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the micro oscillating saw was able to run with cord movement. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure. It was also reported that during functional testing by a service technician at the manufacturer facility, the micro oscillating saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The engineering technician was unable to duplicate the reported event but noted the motor cartridge was corroded.